Manufacturer narrative:
Per tandem user guide: ensure there are no air bubbles when drawing insulin from the vial into the syringe. Air in the system takes space where insulin should be and can affect insulin delivery. Per tandem user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Per tandem user guide: avoid exposure of your pump to temperatures below 40°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer reported usually filling cartridges with cold insulin, sometimes reusing pump supplies, and only completing the air removal step when filling the cartridge 50% of the time. Customer was informed that cartridges should be filled with room temperature insulin, was instructed not to load new insulin into used cartridges, and was educated on the air removal process per the user guide. Customer changed pump to address the issue and resumed insulin delivery. Customer's blood glucose was approximately 200 mg/dl.